Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross 6 dh imaging catheter was selected for ultrasound examination of the target lesion. The catheter got stuck on the wire and could not come off. The wire was removed and the procedure completed with another device.